Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) and platelet (plt) results from the two (2) different patient samples that were generated by the coulter ac ti 5diff autoloader hematology analyzer. Patient a: the intial hgb result was 8.1g/dl and two (2) results of 12.g/dl upon repeat. The initial plt result was 148 x 10 (to the 3rd power) cells/ul and 2 results of: 187 x 10 (to the 3rd power) cells/ul and 193 x 10 (to the 3rd power) cells/ul upon repeat. Patient b: the initial hgb result was 9.6g/dl and plt result was 140 x 10 (to the 3rd power) cells/ul. The original sample was re-tested 4 times for hgb and plt and results were in the range: hgb: 9.8g/dl to 13.9g/dl. (See b6). Plt: 140 x 10 (to the 3rd power) cells/ul to 193 x 10 (to the 3rd power cells/ul. (See b6). The results for patient a and b were reported out of the lab and questioned by a nurse. Based on available information, there was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc was within specifications before and after the event. The unit is currently performing within qc specifications. The erroneous results occurred in primary and secondary mode of operations. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced the sampling syringe assembly and sampling valves. The fse rebuilt the probe rinse block. As of 2007, no further problems of erroneous results have been reported from this lab. Hardware issue addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.